Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip exploded at 92,091 joules. Also, it was reported that the fiber cap (tip) was retrieved. No pt injury was reported.